Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/21/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: additional information received reported the implant and explant date and the patient is doing fine. There was no incision enlargement, no vitrectomy, and no capsular tear. Also, the patient is a female with the operative eye being the right and date of birth (B)(6). The replacement lens was a zlb00 23.0 diopter lens. Lastly, the doctor's name is (B)(6). No additional information was provided. Age/ date of birth: (B)(6), gender/sex: female. If implanted, give date: (B)(6) 2017, if explanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6), health professional: yes, occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was explanted because the the patient was unhappy due to no near vision. No additional information was provided.